Manufacturer narrative:
Investigation summary: a single sealed packaged 5ml ll syringe was received, confirmed to be from batch #8242796 (p/n 309646). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: it was visually evaluated. A reddish-brown loose foreign matter was observed covering the inside of the luer collar of the syringe outside the fluid path. The foreign matter was only observed in the collar and not found in or on the tip, nor was it observed elsewhere on the barrel. The foreign matter is most likely grease residue from the molding press. Root cause description: potential root cause for the foreign matter defect is associated with the molding process. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok syringe 5ml ll sp125 had foreign matter on the tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok syringe 5ml ll sp125 had foreign matter on the tip.